Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump histories indicated that the last bolus was delivered on (B)(6) 2014 and the last basal delivery occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that on (B)(6) 2014, she experienced low blood glucose (bg) of 57mg/dl with no symptoms while at here healthcare provider¿s office. The patient was reportedly treated in the hospital with glucose and food/drink. The patient stated she had been using a demo pump from her endocrinologist instead of her own pump. The patient was reportedly discharged from the hospital on injections, and the patient noted that the injection regimen was different from the pump regimen. The patient noted that she had changes in medications on (B)(6) 2014 and is currently on medication for high blood pressure, lasix, and prednisone. The patient also noted she was on antibiotics and wound care treatment for a bed sore. The patient noted that it was recommended she have dialysis for kidney failure, but she refused the dialysis. Troubleshooting of the pump could not be completed at the time of initial contact. Although diabetes management factors may have contributed to the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hypoglycemia of unclear cause requiring medical intervention associated with an alleged inaccurate delivery issue.